Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that patients ipg was charging frequently. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.